Manufacturer narrative:
This follow up report is being submitted to relay additional information. Explant date: stem was not explanted. Concomitant medical product: unknown metasul head part: 0100214152, name: durom us acet cmpnt 52/46 l, lot: 2336492.

Event description:
Patient underwent a hip revision approximately 10 years post-implantation due to elevated metal ion levels. The acetabular cup and head were removed and replaced. A doctor's visit prior to revision notes the patient experienced pain in her posterior buttocks extending slightly down in her leg, decreased vision in right eye, elevated cobalt and chromium levels, and quarter of an inch leg length discrepancy. Previous radiographic analysis revealed well positioned components and radiolucency in the trochanter proximally around the stem and superiorly in the acetabular area. Operative report notes lucency around the femoral stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code: ni, expiration date: ni, medical products - unknown zimmer head, catalog #: ni, lot #: ni ; unknown zimmer tm stem, catalog #: ni, lot #: ni, manufacture date: ni. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00073 / 00074).

Event description:
Patient underwent a hip revision approximately 10 years post-implantation due to elevated metal ion levels. The acetabular cup and head were removed and replaced. A doctor's visit prior to revision notes the patient experienced pain in her posterior buttocks extending slightly down in her leg, decreased vision in right eye, elevated cobalt and chromium levels, and quarter of an inch leg length discrepancy. Previous radiographic analysis revealed well positioned components and radiolucency in the trochanter proximally around the stem and superiorly in the acetabular area.